Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: this unit is in the process of being evaluated, once completed, a follow up medwatch report will be submitted.

Event description:
It was reported to vyaire that the ventilator had low pressure output due to the turbine. There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: vyaire medical did failure analysis on the defective component. The component was visually inspected and the main board assembly had no indication of damage or misuse. During testing, the reported complaint was able to be confirmed and duplicated. The component was found to fail due to the turbine gasket restricting the flow.